Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. The customer has not confirmed that they will contact us for repairs, therefore we cannot provide further information. The customer also refused an on-site inspection by getinge. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Event description:
It was reported by the customer that during power-on testing, the cs100 intra-aortic balloon pump (iabp) displayed error code 5. There was no patient involvement.